Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported that the alarm was not alerting because there were no readings displayed on the smart phone for hours prior to the event. The reason for no readings was that the patient's operating system was reportedly not compatible with the dexcom app. The patient experienced unresponsiveness and the spouse called 911. He treated her with nasal spray and 2 glucose drinks. When emergency medical services (ems) arrived, the patient was treated further with glucerna and recovered after treatment. There was no reported blood glucose value for the event. At the time of the report, the patient felt a bit tired. Data was provided for evaluation. The patient crossed their high alert threshold of 150 mg/dl with an estimated glucose value (egv) of 151 mg/dl at 12:16 am on (B)(6) 2023. The patient received their initial high alert at 12:17 am, which was vibration only. Five minutes later at 12:22 am, the patient received another high alert at fifty percent volume. Five minutes later at 12:27 am, the patient received another high alert at full volume. Five minutes later at 12:32 am, the patient received another high alert at full volume. Patient continued to receive their high alert at full volume, until it was acknowledged at 5:12 am. Data evaluation could not confirm the no audio alert on the mobile app. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.